Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explantation: (B)(6) 2023 reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation procedure with unspecified mentor gel breast implants and experienced bilateral rupture post-operatively. The right side was confirmed via mammogram/MRI. As a result, the patient is scheduled for removal on (B)(6) 2023. This report is for the first of two devices. See manufacturer report number 1645337-2023-06569 for contralateral side.

Manufacturer narrative:
On oct, 16, 2023, additional information was received indicating the replacement device was a mentor gel breast implant (serial number (B)(6)). Manufacturer¿s reference number: (B)(4).